Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported by an acquaintance that the patient got into a car accident which messed up the device. The patient didn¿t even have her ins for a year and got it explanted because it wasn't doing any good for her. The patient felt like her symptoms were worse than before the ins was implanted in the middle of (B)(6) 2012 (device serial number unknown and patient details withheld). No further complications were reported or are anticipated.